Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an IV line change while attempting to disconnect the pca tubing from the primary line tubing, the pca tubing snapped from the primary tubing at the y-site. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of snapped tubing was confirmed. Visual inspection of the set noted that the tip of the male luer was broken off. There was indication that the male luer tip had been strained. Further visual inspection of the pca tubing set found that the male luer tip was lodged within the female end attachment. Dimensional testing and functional testing were not able to be performed on the male luer due to the obvious damage. The root cause of the customer¿s report was not identified.

Event description:
The customer reported the nurse attempted to disconnect the primary tubing from the y-site on the pca tubing. When twisting the luer lock on the primary set to remove it from the y-site on the pca set, the luer on the primary set broke in half, leaving a portion of the luer inside the pca y-site. The primary and pca sets were replaced. No patient harm was reported.